Event description:
Customer reported difficulty in stopping the fill tubing during a cartridge change. There was no reported adverse impact to the customer¿s blood glucose level. The pump was reset and customer was able to load cartridge and resumed insulin delivery.